Manufacturer narrative:
The esu was removed from service and quarantined by the hospital's risk management. An offer was made to the medical center to have the generator evaluated by erbe. Any further information or the results of any equipment evaluation will be provided in a follow-up report.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The esu was used in an endoscopic retrograde cholangio pancreatography (ercp). The settings were endocut mode I, 2-3-3. During the procedure the biliary duct was perforated. Therefore the patient was admitted to the hospital for observation.